Event description:
It was reported, the implantable neurostimulator (ins) had a first time overdischarge. It was stated in (B)(6) 2013, the battery ¿stopped being recognizable by the recharger¿ and went into overdischarge mode. Reportedly a power on reset was tried on several occasions but the battery would not allow a trickle charge. The ins was explanted.

Manufacturer narrative:
Product ID 3777-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 3777-60 lot# serial# (B)(4), implanted: 2007 (B)(6), product type lead product ID 3708160 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was stated the patient recovered with no injury or adverse event and there were no symptoms related to this event.

Manufacturer narrative:
Final analysis of neurostimulator model 37714 (lot # nks706021h) showed battery reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.